Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was to be implanted in the sigmoid colon to treat a malignant stricture during a colonoscopy with stent placement procedure performed on (B)(6) 2025. During the procedure, the stent would not fully deploy from the catheter. The stent was removed from the patient partially deployed on the delivery system. The procedure was not completed as no additional device of the same type was available. There was no patient complications reported as a result of this event.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Block h6: imdrf impact code f1001 captures the reportable event of cancelled/rescheduled procedure post sedation.